Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of dissociated pinnacle poly liner. The cup and stem were well fixed. The head and liner were removed and exchanged.

Manufacturer narrative:
Examination of the returned devices and provided patient x-rays by depuy cpd confirms the reported disassociation. X-ray review finds too little acetabular anteversion. From the information available, it is likely that the reported patient fall caused the ard's to shear away due to the extreme force or motion that occurred during the event. Lose of the ard's could have further caused dissociation of the liner, causing impingement and abrasion on the back surface of the poly liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation has not identified product contribution to the reported event. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.